Event description:
Cut place out in roof of mouth size of little finger [palatal operation]. Case description: a consumer reported that they, an adult female age unspecified, applied fixodent denture adhesive, original cream to the roof of her mouth, unspecified total daily use for 20 years or more, and had to have a place, the size of a little finger, cut from the roof of her mouth 2 years ago. Her surgeon said the need for the surgery was due to her use of fixodent. The case outcome was recovered. Past medical history included: medical history - has had dentures for 20 years or more. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.